Event description:
As part of a legal dispute, intuitive surgical received information regarding a patient who underwent a da vinci robotic hysterectomy for pelvic pain and ovarian cyst on (B)(6) 2009. Intuitive surgical was provided with the operative report. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intraoperative complication. On (B)(6) 2009, the patient underwent robotic hysterectomy with bso. On (B)(6) 2009, patient went for a follow-up visit with ob/gyn notes of not doing well. Several ER visits for pain and discharge. The patient is on antibiotics. On (B)(6) 2009, patient was presented to ER with complaints of pain, bleeding and blood in urine- following intercourse. Patient had a full vaginal cuff dehiscence repair with bowel protruding into the upper portion of vagina. Vaginal and laparoscopic approach for repair. The patient was discharged home next day. On (B)(6) 2010 subsequent second dehiscence following intercourse, underwent laparotomy with excision of superior vaginal cuff and reclosure. No further clinical information was provided.

Manufacturer narrative:
Based on the information provided, intuitive surgical has not determined the root cause of the post- surgical complications experienced by the patient. No previous complaint was reported relating to this event. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the operative report indicated that after undergoing a da vinci surgical procedure the patient suffered post -surgical complications.